Manufacturer narrative:
Investigation: customer returned one (1) loose 31g x 8mm, 1ml bd insulin syringes. Consumer reported he cannot draw the insulin his syringe; he cannot pull back the plunger and nothing comes in the barrel. The returned sample was examined, and no apparent issues were observed. The syringe was tested for plunger rod movement: no issues were observed. Then, the syringe was tested for flow using water: the syringe was able to draw and expel properly. As no manufacturing defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8267533. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issues are unconfirmed.

Event description:
It was reported that plunger error occurred during use with a syringe 1.0ml 31ga no ins. The following information was provided by the initial reporter, "consumer reported he cannot draw the insulin his syringe. He cannot pull back the plunger and nothing comes in the barrel. He uses the new syringes each time of his injection. He pulls the right amount of air in before drawing syringes." 4 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred during use with a syringe 1.0ml 31ga no ins. The following information was provided by the initial reporter, "consumer reported he cannot draw the insulin his syringe. He cannot pull back the plunger and nothing comes in the barrel. He uses the new syringes each time of his injection. He pulls the right amount of air in before drawing syringes." 4 occurrences were reported.